Event description:
It was reported that the ilet pump was dropped after a shower, resulting in a hairline crack across the screen; the display powered on but no longer accepted touch input, and the user transitioned to alternative therapy without disruption to blood glucose. Symptoms included no injury. Outcomes included device replacement and continuation of glucose monitoring using a compatible cgm application or receiver. Investigation included verification of device identification, confirmation of shipping and return logistics, user guidance to shut down the device to prevent further alerts, and confirmation that data would not transfer to the replacement. Investigation of this case revealed a broken or cracked display with loss of touchscreen responsiveness consistent with accidental damage to the device enclosure or display module. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.